Event description:
A home pt's nurse contacted baxter's technical service center regarding a system error 240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the adapter. The machine alarmed and the nurse reconnected the transfer set to the adapter. Baxter's technical service center assisted the home pt's nurse in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.